Event description:
Healthcare professional reported "rupture" and "pain". This record is for the left side. Device was explanted and replaced with non abbvie device.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "pain" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and pain.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed 3 openings on the device with the following assessments, 1 surgical impact opening 1 inconclusive and 1 surgical damage. ¿pain: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported "rupture" and "pain". This record is for the left side. Device was explanted and replaced with non abbvie device.